Manufacturer narrative:
Date of explant (the patient's ipg remains implanted. It was not explanted and replaced as initially reported.)

Event description:
Per follow-up, the patient's ipg was not explanted and replaced as initially reported. The patient's ipg was actually relocated via surgical intervention on (B)(6) 2019. Surgical intervention addressed the patient's issue.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
This report is in reference to a (b)(46 patient. It was reported the patient had been experiencing discomfort at their ipg site due to the location of their ipg. The edge of the patient's ipg was found to be superficial. The patient had also been experiencing discomfort (described as pocket heating) after recharging their ipg. In turn, the patient underwent surgical intervention and their ipg was explanted and replaced.